Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the infusion head and puncture knife rusty before combined phacoemulsification and vitrectomy surgery. The surgery was completed on the same day by replacing the product with another one. There was no patient harm.

Event description:
Following submission of the initial report, for this event (the puncture knife was rusty), code has been changed to trocar foreign material as rusty refers to foreign material on trocar knife. Hence it is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.11. As a result of an internal review of the file, following submission of the initial report, for this event (the puncture knife was rusty), code has been changed to trocar foreign material as rusty refers to foreign material on trocar knife. Hence it is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 1644019-2024-01546. The manufacturer internal reference number is: (B)(4).